Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the surgeon fired on the stomach to transect it, but staple line bleeding occurred. It was also reported that the procedure remaining on the adapter is 44 while on handle was zero.